Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. At the time of the report, the touchscreen was functioning as intended. There was no impact to customer's blood glucose level.